Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer's current blood glucose was 570 mg/dl. At the end of the call the blood glucose value went to 517mg/dl. The customer did experience any symptoms such as a result of high blood glucose such as thirsty. Troubleshooting was done for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used during the time of the event. The insulin pump will not be returned for analysis.